Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump alarmed external flash crc error. The customer¿s blood glucose level was 53 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment. Customer reported they were able to clear the alarm. Customer reported pump did require rewind. Customer able to complete rewind. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected the critical block and inverse critical block did not add to zero alarm anomalies noted.